Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 25mm magna valve implanted in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. The surgeon considered the prosthesis failure in pulmonary position totally normal accordingly to what we have in literature nowadays. No other information was able to be obtained from the surgeon.